Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The manufacturer received information alleging asthma (new or worsening) and lung disease. At this time, the patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 09/24/2024, and section h 11 should be reported as: the manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The manufacturer previously received information alleging asthma (new or worsening) and lung disease. At this time, the patient required no medical intervention. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code, evaluation results code and conclusion code grid has been updated.